Event description:
A 7mm fluency stent graft was placed 5 months ago in a 6mm eptfe a/v access forearm loop graft 3cm away from the arterial/venous anastomosis due to a graft stenosis. The patient returned to the physician for a reason unrelated to the widely patent stent graft. An x-ray image was taken and the doctor thought he viewed a fracture in the stent.